Event description:
In hospital cath lab, a patient was undergoing an elective cardioversion when according to the reporter, the device would not discharge. The operator and an assistant checked the device to be sure it wasn't in sync mode then checked connections but again, according to the reporter, the device still would not discharge. A backup device was immediately called for and used and the patient's rhythm was converted. No adverse affects to the patient were reported as a result of the alleged malfunction.